Manufacturer narrative:
As of this report, hill-rom has not received any correspondence indicating that this issue has been resolved. The account has not given hill-rom any indication that resolution has been made with this device. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the nurse call system is not functioning.